Manufacturer narrative:
E1: patient city:(B)(6) patient country:united kingdom request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient faced an infusion set leakage event on (B)(6) 2026. The leakage was at the site. The infusion set was in use for one and a half days. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.